Event description:
The complainant reported that a male pt underwent a therapeutic colonic polypectomy procedure. The surgeon sustained a 'shock' as he initiated the current to the sensation polypectomy snare to remove a polyp. The surgeon was unable to identify what equipment component was at issue. The procedure was successfully completed with use of another snare device. There has been no reported adverse effect to either the surgeon or to the pt.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.